Manufacturer narrative:
Evaluation summary: the returned driver was manufactured prior to a change in the engagement between the driver and screw head. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent is to deform rather than to deform and/or break the screw ( implant). To further reduce the likelihood of this event, it is recommended to pre-drill using the appropriate drill bit, use the custom drill guide to reduce angulation, and ensure proper engagement exists between the driver and screw. No further action is necessary. Product surveillance will continue to monitor for trends.

Event description:
It was reported "while implanting a screw in the cup of a primary hip, the screwdriver tip snapped off. The screw tip would not come out. The doctor tried to wash it out. He decided to leave it in."